Manufacturer narrative:
Product analysis:"macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. Localized damage consistent with explantation is also noted."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery due to plid (lumbar interverterbral disc prolapse). During the surgery, there was one screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. Product came in contact with the patient. No patient complications were reported.the patient's current status is normal.